Event description:
Reportedly, cco value incorrect, erratic, drifts. Customer changed monitors and showed values they felt were more accurate than what was reading on this monitor and they also tried a third and it correlated with the second monitor. No patient injury reported.